Event description:
It was reported that during a cardiac ablation procedure using the sheath, the physician encountered a procedural issue. The physician failed to lock the dilator on the sheath, and when attempting to insert the sheath on the wire to the vein, the sheath twisted, preventing advancement toward the heart. The sheath was subsequently replaced, and the procedure was completed smoothly. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012191921 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 1.24 inches from the tip. Insertion of dilator into the sheath was performed. Unable to lock the dilator luer to the sheath. Further inspection under microscope identified dilator luer damage, which may cause dilator to have difficulties locking with sheath. In conclusion, the reported 'twisted sheath' issue was confirmed through testing and the sheath failed the returned product inspection due to a shaft kink/twist and dilator luer damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.